Manufacturer narrative:
(B)(4)

Event description:
Foreign distributor contacted dexcom on (B)(6) 2016 on patient's behalf to report that the receiver displayed a firmware error on (B)(6) 2016.the foreign distributor did not report injury or medical intervention. No additional patient or event information is available.